Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) native american female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 330cc and experienced bilateral deflation on breast implants. The patient explained, breasts feel like popping. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the right side implant; see manufacturer report number 1645337-2019-08566 for contralateral prosthesis.